Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. A broken point is typically caused by dropping the device or the tip of the device is forced against bone while trying to pass the device through tissue. Confirmed the tip component hardness to be within specification during device history review. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip of the device broke during shoulder surgery. It was not possible to remove the broken fragment. The surgery was completed successfully with a new device of the same part number.